Event description:
On february 3, 1999 safeskin corp was served with a lawsuit. Plaintiff's claim alleges the following: plaintiff, while a student and thereafter her employment as a registered nurse was exposed to latex, latex dust, latex proteins, latex-containing powder and/or various other additives. Plaintiff first discovered that as a cumulative result of her exposures was caused to suffer severe and immediate reaction upon re-exposure to latex or latex-containing products and the dust therefrom, as a result of said exposure, plaintiff sustained the follwing injuries: latex hypersensitivity, asthma, respiratory problems, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort, depression and emotional distress.